Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review will be performed.  If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an unknown (cardboard-looking) particle was noticed in a 200ml multi dose delivery bag during the filling of the bag with 200ml cyclophosphamide (non-baxter product). No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however a photograph of it was received. Inspection of the photograph found what appeared to be a particle, but it could not be determined whether the particle was inside or outside of the bath or what material the particle was composed of. The reported problem of a particle inside of the bag could not be confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.